Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 displayed an apply sample message. The complaint was classified based on the customer service representative (csr) limited documentation as the reporter was unwilling to provide further information. The reporter indicated that the alleged meter issue began last week of may on unspecified date and time. The patient manages his diabetes with lantus insulin (dose unspecified). It was not reported if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter stated that on (B)(6) 2018 at unspecified time, the patient developed symptoms of ¿passing out¿. On the same day, the patient was taken to the hospital and treated with IV glucose. The reporter did not confirm if any other devices were used to test the patient blood glucose. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and that the patient¿s test strips had been stored correctly and were within expiry date. The csr confirmed that the patient was following the correct testing process. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.